Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response has not been received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture and a high capture threshold. The patient received the system due to a complete heart block but visited the hospital due to feeling unwell. Upon observation, no pacing was being captured but a high threshold had been present, and the patient had a heart rate of 30 beats per minute. Reasonable evidence was provided that this likely occurred due to the patients myocardial condition. A replacement procedure was planned and completed. This rv lead has not been returned. No additional adverse patient effects were reported. This rv lead is no longer in service.